Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult catheter insertion over the guidewire is confirmed. One 24 cm trialysis catheter and one guidewire within its hoop were returned for evaluation. The proximal end of the guidewire was partially inserted through the distal end of the catheter. The catheter was found to be kinked and bent with misaligned coils at both ends of the wire. The guidewire ends were found to be intact. The catheter lumens were flushed with water using a 12 ml syringe and were found to be patent to infusion without obstructions. The outer diameter of the guidewire was measured at the proximal and distal ends and was found to be within manufacturing specification. Based on the condition of the returned samples, it is likely that the deformation present on the guidewire contributed to the difficult catheter insertion; therefore, the complaint is confirmed. Advancement of the guidewire against resistance may contribute to kinking and bending of the wire. A lot history review (lhr) of redu4203 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter would not load onto the guidewire. There was no reported patient injury. 03/24/2021 the returned guidewire and catheter are kinked.